Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 450 mg/dl to above 541 mg/dl. Suspected cause was settings requiring adjustments. A correction bolus was delivered, an infusion set site change was performed and a manual injection was administered to address bg. Reportedly, the customer consulted a healthcare provider to address the issue.